Manufacturer narrative:
G2: citation: authors: kaul n, roy j, el naamani k, ahmed m, carreras a, mouchtouris n, sizdahkhani s, majmundar s, ghanem m, gooch m, herial n, jabbour p, rosenwasser r, tjoumakaris s. Use of the scepter dual-lumen balloon catheter for transarterial onyx embolization of cranial dural arteriovenous fistulas. World neurosurg e1-e7 2024. 10.1016/j.wneu.2024.05.180. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The literature was reviewed regarding the use of the scepter dual-lumen balloon catheter for transarterial onyx embolization of cranial dural arteriovenous fistulas. The time frame of this study was between 2016 and 2023. The medtronic device used was the onyx liquid embolic system. No deaths occurred in the study population. Among the patient adverse events, a retroperitoneal hematoma was observed in 1 patient (2.8%), recurrence occurred in 4 patients (13.3%), residual issues were noted in 9 patients (40.9%), and retreatment was required in 6 cases (18.75%). No further information was provided pertaining to medtronic products.